Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net for a scheduled follow up. The transmission showed the implantable cardioverter defibrillator exhibiting backup vvi operation. The patient was asked to manually send another transmission which confirmed the device was in backup operation. The patient was brought in to the clinic and normal device operation was restored. The patient was asymptomatic.